Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the outer shaft has not been retracted. The stent has not been released and is fully covered by the outer shaft. In the course of technical investigation the handle was opened and it was detected that one part of the assembly was in an incorrect position which caused the outer shaft to be not retractable. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes.

Event description:
The pulsar-18 stent system was selected for use. During the procedure the stent could not be released.